Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, the plunger was retracted to retrieve the suture and the physician noted the foot had not collapsed completely. The device was pulled with some force and removed from the patient anatomy. A hematoma of unspecified size was observed. Manual arterial compression was held to achieve hemostasis and to express the hematoma. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: there was bleedback from the marker lumen indicating the device was in the artery and the lever was returned to its original position without any resistance. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported foot retraction could not be confirmed as during the returned device analysis, after the lever was opened and the foot was deployed the lever was then closed and the foot fully retracted without any abnormalities noted. The reported event of difficult to remove the device could not be replicated in a testing environment thus, could not be confirmed. A review of the lot history record revealed no non-conformances/exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.